Manufacturer narrative:
Physio-control determined that a root cause for the malfunction was an electrical open double feedthru between transistor, designator q3 and capacitor, designator c4, to ic chip, designator u4 of the analog pcb. A replacement device was provided to the customer.

Event description:
Found during routine testing. When physio-control was at facility to perform routine testing and maintenance, the device displayed a service wrench indicator and the device memory log listed multiple autotest failures. The device was forwarded to physio-control redmond for evaluation and when device was evaluated in the failure analysis center, it would not transfer energy to a defibrillation tester.